Event description:
We received an allegation about discrepant results for 3 patients' serum samples tested with creatinine plus ver.2 (crep2) assay on a cobas 6000 c501 analyzer. Sample 1: initial result: 1.41 mg/dl. Repeat result: 1.06 mg/dl. Sample 2: initial result: 1.29 mg/dl. Repeat result: 0.80 mg/dl. Sample 3: initial result: 1.90 mg/dl. Repeat result: 1.13 mg/dl. The physicians questioned the initial results. The repeat results were deemed to be correct.

Manufacturer narrative:
The crep2 reagent lot number was 75443201 with an expiration date of 30-jul-2024. Calibration was last performed on 05-apr-2024 and it was acceptable. Qc was within range on the day of the event. The alarm trace showed an abnormal probe sucking; this is an indication of possible poor sample quality. The field service engineer found that the cell detergent flow path was sucking air and not cleaning because the cell detergent tubing was bent and out of the detergent liquid. He adjusted the tubing into the detergent and primed the flow path. Precision studies were performed and they were within specifications. The customer performed qc and it was acceptable. The cause was due to the bent cell detergent tubing that was out of the detergent liquid causing air to get sucked in. The service actions (adjusting the tubing into the detergent and priming the flow path) resolved the issue. No further issues were reported afterward.